Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The hc device was tested and did not meet electrical specifications relative to ground bond resistance per the hc return instrument test / evaluation (rite) electrical test. The rite ground bond resistance specification is 0.001 - 0.100 and rite ground bond resistance test was 0.102. However; the pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the rite electrical failure. The cause of the rite failure was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the ground bond failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A baxter service technician found that a homechoice system failed the ground bond performance specification during testing.